Event description:
The customer reported that the surgeon was using the bipolar cord with kirwin and life instrument forceps during a spine procedure. The surgeon started to get intermittent power to the devices. The procedure was stopped due to the intermittent function of the devices and the pt went back to surgery the next day. The site reported the incident cord will not be returned to covidien for eval.

Manufacturer narrative:
(B)(4). The site has indicated the incident sample will not be returned to covidien for eval. Add'l questions in regard to the incident have been asked. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.